Manufacturer narrative:
.

Event description:
It was reported that the atrial lead exhibited unacceptable threshold. The device was programmed to higher output. No patient symptoms were reported. The patient would be monitored.